Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02147. It was reported that one of the patient's leads had migrated after the patient experienced a fall. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The weight should have been (B)(6) pounds rather than (B)(6) pounds.

Event description:
Related manufacturer reference number: 3006705815-2019-02147, 1627487-2019-08279, 1627487-2019-08280. Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted. During the explant procedure, it was noted a swift lock anchor was broken. It is unknown which anchor is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02147, 1627487-2019-08279, 1627487-2019-08280.